Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges metallosis. After review of medical records, the patient was revised to address status post left total hip replacement with polyethylene wear of the acetabular shell.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 03/24/2017 ¿ pfs and medical records received. After review of the medical records on 04/11/2017 for MDR reportability, the patient was revised to address wear of the polyethylene liner. During the procedure, the surgeon observed delamination of the polyethylene liner. The cup was fully integrated into the bone. The surgeon reported that ¿some of the problems were due to the increased offset¿ head/liner replaced. The complaint was updated on: 04/11/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.